Event description:
It was reported that there was early battery depletion and the device was at elective replacement indicator (eri) after the charge circuit timeout. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. The analysis found the battery depletion was normal. We did receive performance data that collected from the device and have analyzed the data. Battery depletion/elective replacement indicator (eri) was noted. The recommend replacement time (rrt) in the save to disk is on (B)(4) 2011, device rrt is less than or equal to 2.62 volts. The daily battery voltage trend data shows battery equal to 3.00 to 2.62 volts minimum between (B)(4) 2011 and (B)(4) 2011. There was one patient alert for low battery voltage on (B)(4) 2011 and one patient alert for charge circuit timeout and excessive charge time on (B)(4) 2011.